Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The na electrode lot number was ack04. The expiration date was not provided. Calibration and qc were acceptable. The alarm trace data contained multiple voltage level errors, noise errors, and sample probe aspiration alarms on the date of the event. The field service engineer (fse) found worn seals, leaking, and buildup under the sonic wash station along with aging electrodes. The fse replaced the tubing under the sonic wash station, the syringe seals, the sample probe, and the electrodes. Ise checks, calibration, qc, and a 21-cup precision were all acceptable. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The cobas pro ise analyzer serial number was (B)(6).

Event description:
The initial reporter complained of qc issues on a cobas pro ise analytical unit. Discrepant high results were identified for 2 patient samples tested for na electrode (na). Patient 1 initial na result was 151.4 mmol/l. The repeat result was 142.0 mmol/l. Patient 2 initial na result was 153.7 mmol/l. The repeat result was 142.8 mmol/l. The initial results were reported outside of the laboratory where they were deemed critical; the customer noticed qc was out of the acceptable range and repeated the samples. The repeat results were believed to be correct.